Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-may-2024, it was reported that the one infusion set was leaking at the site. The infusion set is long for less than a day. No further information available.

Manufacturer narrative:
E1: (B)(6).